Manufacturer narrative:
The service engineer (se) inspected the device and was unable to duplicate the reported issue. As a precaution the se replaced the p neumatic interface printed circuit board (pcb). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator shut down and generated background fault alerts. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation summary: the pneumatic interface board was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: the reported event could not be duplicated. There was no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.